Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer connected to the network but would not update. It was also noted that the tab on the power cord bay door was broken off, the keyboard was pulling apart, the right keyboard hinge was broken, the hard drive was noisy, the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, and the power supply fan was noisy. Product ID: 2067l radiofrequency head. (B)(4).

Event description:
It was reported that the company representative could not update the programmer using netgear. The caller tried using the local area network (lan) connection as well. The service disk did not work either. The programmer and three radiofrequency (rf) heads were returned for repair. All products were analyzed and tested out of specification. There was no patient involvement.